Event description:
Baby temperature documented as cooler than required. Isolette re booted, (pt control), enabled. Later baby temperature noted at 38.8c. No alarm to indicate increase in infant temperature. Unit turned off. Removed from service for eval. Probe used - ohmeda skin temp probe la 005.